Event description:
The home patient reported that the cat chewed the patient line of the homechoice cassette creating a small hole. The patient discontinued treatment and restarted treatment with new supplies. There was no patient injury or medical intervention according to the nurse.